Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) identified the issue is exposure failed. According to the additional information collected, this equipment has a third-party warranty, customer refused service from philips side. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the exposure failed on the allura xper fd20 system. It was also indicated that there was no error on the application interface. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.